Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that an incorrect sequence started for template acquisition in cmm.

Manufacturer narrative:
The customer reported that an incorrect sequence started for template acquisition in cmm. An investigation was attempted by conducting an evaluation of the product and the reported information. Several attempts were made to collect the logs that contain the data required to investigate the reported problem, but it was not possible to retrieve the logs required from the time period of the incident. The issue could not be reproduced and it was not possible to determine if a malfunction occurred with the product. The customer has not experienced this issue since. Elekta will continue to monitor the market for re-occurrences of this issue. If this issue does re-occur the data may lead to being able to reproduce the problem and a root cause may then be identified. This is not a safety issue as this occurs before the beam is on and the incorrect imaging would be evident to the user (through failure/crashes and also visual cues).